Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for ur inary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient complained of discomfort of the ins battery in the pocket. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was also unknown if any diagnostics/troubleshooting was performed. As an action taken, a surgical intervention occurred where a new ins battery was placed and sutured in place. It was unknown if the issue was resolved. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.